Event description:
It was reported by a neurologist via clinic notes that a vns pt had several breakthrough seizures during (B)(6) 2008. Pt's vns settings were normal 1.5/25/250/30/0.8 and magnet mode 1.75/60/250. A normal load test showed that the generator was not nearing end of service. A later appointment on (B)(6) 2009, revealed that pt again had several breakthrough seizures in (B)(6) 2009 but remained seizure free until (B)(6) 2009. The pt was taking dilantin and lamictal medication and observed to be slightly dilantin toxic. So, the dilantin medication was stopped. Pt's vns settings were changed to normal 1.5/30/250/30/0.8 and magnet mode 1.75/60/250. Lastly, pt was again seen on (B)(6) 2011 where it was reported that he had two seizures in (B)(6) 2011 and one seizure in (B)(6) 2011. Pt's programming settings were changed to normal 1.75/30/250/30/0.8 and magnet mode 2.00/60/500. The seizure frequency of the pt compared to pre-vns baseline is not known by the pt's residence nurse practitioner. The neurologist noted that the vns generator needed to be replaced due to end of service. Also, good faith attempts to obtain more info regarding the pt have been unsuccessful to date.